Event description:
An ophthalmic surgeon reported that a patient had confirmed anterior chamber cell increase of an unspecified eye following an intraocular lens implant procedure. The event was treated with a subconjunctival steroid injection. Six months later, the surgeon confirmed that the patient had a hypopyon. This secondary event was treated with subconjunctival steroid injection and intravitreal antibiotic injection. Additional information has been requested. A product sample is not available because it is still implanted in the patient's eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece and viscoelastic, which are qualified for the lens/cartridge combination used. The product was not returned for evaluation. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the patients symptoms resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).